Event description:
On (B)(4) 2013, it was reported that a physician has been experiencing issues with his vns programming system. The battery depletes within one day, even after it has been fully charged (when the device was plugged in to recharge it, the physician had to go through the entire startup/configuration sequence before he can utilize it). The programming system was returned on (B)(4) 2013 and is undergoing product analysis.

Event description:
(B)(4). An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld, and no anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the handheld would power off unexpectedly. The cause for the anomaly is associated with a loose mounting screw on the battery latch assembly. Once the screw was tightened, no further anomalies were identified.

Manufacturer narrative:
A loose mounting screw on the battery latch assembly caused the event; however, this is not a device failure. The cause for the event is unknown.